Event description:
It was reported that two trocars (part # cev105) have a leak at the piston level (blue joint level). This leak occurred during a digestive surgery. The leak increased when the instruments were inserted and used in a straight manner. There was no reported patient impact.

Manufacturer narrative:
Concomitant: cev105 (lot # 09/03) - manufacturing date: september 2003; cev105i (lot # 09/09) - manufacturing date: september 2009; cev145-3 (lot # 05/07) - manufacturing date: may 2007. (B)(4). Four devices were returned to mxi for evaluation. Evaluation results are below. Analysis of device (part # cev105; lot not provided) indicated that there is a leak at the piston level (blue joint level) on the trocart. For two devices (part # cev105; lot # 09/03 <(>&<)> part # cev105i; lot # 09/09) the trocar mandrel does not pass through the trocar sleeve even when the piston is in maximum open position. The piston setting does not meet specification and was incorrectly repaired. The device (part # cev145-3; lot 05/07) did not meet manufacturing specifications on the sharp end. However, no functional issues were detected. Note: an etching not etched by medtronic marked the device. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA 884ac was opened to address these issues. (B)(4).